Event description:
Patient was in the or on the cysto uroview table. Surgery had not yet commenced however anesthesia had been administered at that point. The physician stepped on the fluoro pedal that controls the x-ray, and the power feeding the cysto table x-ray system shut down. The or staff attempted to reset the breakers with no success. Biomedical was contacted and attempted to restore power to the system by resetting the breakers on the cysto table and the main breaker for the entire room without success. Patient was moved to another or room without incident. The manufacturer was notified. They evaluated the table and they suspect the problem was in the power supply located in the cysto table.